Manufacturer narrative:
The investigation result shows that the screw is broken due to too high torsional and bending forces, whereas the torsional forces prevailed, in forced rupture mode during the insertion. Indications for material or manufacturing related problems were not found in this investigation. Based on the statistical eval, no indication was found for any device related issue.

Event description:
The screw head popped off during a case. The head was recovered, but the body of the screw was left in the pt. No adverse consequences were reported.